Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device did not deliver any insulin and did not provide any alarm or error indicating that it had failed to deliver insulin. The patient experienced menstruation and her blood glucose level was elevated to 360 mg/dl. Her normal range is 200-250 mg/dl. She changed the infusion set and insulin cartridge twice, but the infusion device still would not deliver insulin. She disconnected from the infusion device and administered injections of insulin to correct the elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.